Event description:
The user reported a decrease in hearing performance at a scheduled fitting session and additional channels in high impedance were observed.

Manufacturer narrative:
Additional information: according to the available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Currently no information on a possible surgical intervention has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a decrease in hearing performance at a scheduled fitting session and additional channels in high impedance were observed.